Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier. Upon review of the transmission, it was discovered that the implantable cardioverter defibrillator was in backup operation. The device was reprogrammed to normal setting without problem. The patient was stable.